Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic where the noise was able to be reproduced via provocative testing. X-ray imaging was performed, however, results were unavailable. No further intervention was performed at this time. The patient was stable and will continue to be monitored.